Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). In addition, it was noted the rv lead was exhibiting oversensing and sensing integrity counter (sic). The right atrial (ra) lead was exhibiting far field r-wave (ffrw). The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.